Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an questionable result for one patient sample tested for the elecsys pth immunoassay (pth) on a cobas 6000 e 601 module (e601). The sample resulted as 157 pg/ml and this value was reported outside of the laboratory. The patient went to his doctor with the report. The doctor asked the patient to have a scintigraphy. The result from the scintigraphy was "normal". The laboratory believes the pth result to be correct. The patient was not adversely affected. The serial number of the e601 analyzer was requested but not provided. A specific root cause could not be determined based on the information provided. Additional information required for the investigation was requested but was not provided. There was no sample left for further investigation. A general reagent issue can most likely be excluded.